Event description:
The manufacturer received information from a customer that a trilogy evo ventilator shut off during use and the alarm system did not alarm. The family member states the device was in use by the patient at the time of the occurrence. The patient required immediate manual ventilation (ambu bag) and a backup ventilator to continue treatment. The family member stated the event resulted in a temporary loss of breathing and limited harm to the patient. A clinical expert assessment determined: the reported adverse event is assessed as a non-serious injury. Therefore, the device did not contribute to a serious injury or death. Further gfe information is requested with the return of the device for evaluation to determine if device malfunction was a contributor factor in this event. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.